Manufacturer narrative:
The field service engineer found a large amount of dried spillage inside the ise cabinet and found the sample syringe was damp with a salty residue and leakage from the solenoid valve. He replaced the solenoid valve behind the internal standard syringe and replaced two other solenoid valves. He performed ise checks, reagent flow path cleaning, cleaning of the sample tubing from the syringe through the sample probe, and cleaning of the internal standard/ diluent nozzles. He performed sample probe adjustments, calibrations, and cross checks between two instruments. The customer performed calibration, qc, and instrument cross checks that were acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas pro ise analytical unit. The customer had been having ongoing issues with na recovery so they have been running cross-checks with their other analyzer every two hours. They found differing results, so they pulled an unspecified number of patient samples and repeated these on the other analyzer. The customer provided two examples of samples that were affected. The first sample initially resulted in a na value of 145.7 mmol/l and when repeated on the second analyzer, the result was 138.9 mmol/l. The second sample initially resulted in a na value of 148.2 mmol/l and when repeated on the second analyzer, the result was 139.3 mmol/l. The repeat values were deemed correct and corrected reports were issued.